Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steering and clip opening issues. It was reported that this was a mitraclip procedure to treat grade 3-4 mitral regurgitation (mr). There were no issues noted during preparation of the clip delivery system (cds). After inserting the cds into the anatomy, when turning the m knob, the cds appeared to steer up to the left atrium, not down to the mitral valve. The cds was removed from the anatomy without issue. The cds was re-prepped and functional testing of the m, a and p knobs was performed, at which time it was observed that the clip opening function was not working. This cds was not used. 2 clips were implanted reducing the final mr grade to <1. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported sleeve steering issue was not confirmed, as the tip deflected in each direction without issue. The investigation observed that the clip was difficult to open. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue and inability opening the clip could not be determined. Returned device analysis confirmed that the steerable sleeve functioned as intended and that the clip was difficult to open, but was ultimately able to with standard troubleshooting. Additionally, a definitive cause for the observed bend on the mandrel could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.